Manufacturer narrative:
The customer did not return the suspected product. An in-house testing was performed using the in-house contour next link 2.4 meter with in-house contour next test strips, which gave satisfactory performance. Additionally, a device history record was reviewed for the suspected contour next link 2.4 meter (serial # (B)(4)) and no manufacturing anomalies were found.

Manufacturer narrative:
In some countries outside the us, customer information is not provided due to privacy laws. The customer indicated that the event started a few months ago but did not provide the exact event date. The model # was not provided.

Event description:
The customer from (B)(6) reported that his contour next link 2.4 meter gave inaccurate readings, which lead to several hypoglycemic events. The customer indicated that since last few months he had several readings of 33.3 mmol/l on his meter and was hospitalized due to the high reading. When a blood glucose test was performed with the hospital's meter, the reading was over 2 mmol/l different compared to the customer's meter. It is unknown if the customer was hospitalized for the hypoglycemic event or hyperglycemic event, since the reading on the hospital's meter was consistent with the customer's meter. The customer was scheduled to be discharged from the hospital on the date he called. The customer was advised to return the test strips for evaluation. A replacement meter kit was sent to the customer. Since the strip information provided by the customer is inaccurate, this report will be submitted under the meter information.